Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a system diagnostic test showed high lead impedance. The physician was not aware of any trauma. It was reported that "plain films do not show a fracture in a lead however they were not the best films." Revision surgery is likely.